Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that there was moisture under the insulin pump screen. The patient's blood glucose at the time of incident was 5.6 mmol/l. Troubleshooting was initiated for the moisture exposure. When the insulin pump is shaken, the caller is able to hear fluid inside of the device. There were no cracks or other issues with the device. The device was not dropped or bumped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. No moisture damage was noted during visual inspection. The pump was received with a scratched case.